Event description:
It was reported that catheter removal difficulties occurred. Vascular access was obtained via right femoral artery with non-bsc 6f j sheath. The 90% stenosed, under 4cm in length, target lesion was located in the approximately 7mm in diameter, moderately calcified and moderately tortuous common iliac artery. After a v-18 guide wire crossed the lesion, the lesion was pre-dilated with a sterling 4mm x 40cm balloon dilatation catheter. Then, the 8.0mmx40mm epic vascular self-expanding stent system was advanced. While positioning the stent, the physician move the stent to the proximal side and resistance was encountered. The stent was deployed, patent and well apposed. When the physician attempted to with draw the stent delivery system (sds), the tip of the catheter seemed to be stuck with something and strong resistance was met. The sds could not be removed. A .014 non-bsc wire was then advanced into the catheter; however, the sds was still unable to be removed. Exchanging the guide wire to a .035 non-bsc stiff wire was also unsuccessful in removing the sds. The physician turned the thumbwheel back and attempted to retract the outer sheath, but the catheter came into contact with the distal edge of the stent and the outer sheath could not be retracted. The physician made a puncture in the left femoral artery and inserted a 6f sheath. Via the left femoral artery, the v-18 guide wire was delivered into the implanted epic stent, and the sterling balloon catheter tracked and dilated the epic stent a few times. The physician attempted to pull out the epic sds, but he still could not pull it out. Then, the ergonomic handle of the sds was dismantled and the outer sheath was retracted. The outer sheath was not completely retracted, but resistance was reduced and the sds catheter could be removed from the patient and the procedure was ended. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with a non-bsc introducer sheath. There was blood on the sds and introducer sheath. The inner diameter of the introducer sheath was measured with a calibrated pin gage set and measured .084¿. The distal tip of the introducer sheath was damaged. The handle was not returned. There was no damage noted to the rack. The inner shaft was kinked 40mm and 35mm from the distal tip. The outer shaft was kinked 75mm from the tip. The outer diameter of the sds was measured with a calibrated laser micrometer and was within the specification. The sds was advanced and withdrawn from the introducer sheath with no difficulty. The stent was not returned for analysis. Product analysis could not confirm the reported stent damage, retraction difficulty and withdrawal difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. Vascular access was obtained via right femoral artery with non-bsc 6f j sheath. The 90% stenosed, under 4cm in length, target lesion was located in the approximately 7mm in diameter, moderately calcified and moderately tortuous common iliac artery. After a v-18 guide wire crossed the lesion, the lesion was pre-dilated with a sterling 4mm x 40cm balloon dilatation catheter. Then, the 8.0mmx40mm epic vascular self-expanding stent system was advanced. While positioning the stent, the physician move the stent to the proximal side and resistance was encountered. The stent was deployed, patent and well apposed. When the physician attempted to with draw the stent delivery system (sds), the tip of the catheter seemed to be stuck with something and strong resistance was met. The sds could not be removed. A .014 non-bsc wire was then advanced into the catheter; however, the sds was still unable to be removed. Exchanging the guide wire to a .035 non-bsc stiff wire was also unsuccessful in removing the sds. The physician turned the thumbwheel back and attempted to retract the outer sheath, but the catheter came into contact with the distal edge of the stent and the outer sheath could not be retracted. The physician made a puncture in the left femoral artery and inserted a 6f sheath. Via the left femoral artery, the v-18 guide wire was delivered into the implanted epic stent, and the sterling balloon catheter tracked and dilated the epic stent a few times. The physician attempted to pull out the epic sds, but he still could not pull it out. Then, the ergonomic handle of the sds was dismantled and the outer sheath was retracted. The outer sheath was not completely retracted, but resistance was reduced and the sds catheter could be removed from the patient and the procedure was ended. No further patient complications were reported and the patient's status is good.